Manufacturer narrative:
The two piece luer was visually inspected and was found to have broken off inside the valve. The surface of the cracked luer were whittened, indicating the part had been stressed. Improper connection (over tightening) may cause this type of damage to the luer. Proper technique has been stressed to the hospital to reduce the occurrance of breaking luers. Final report date 11/6/96.

Event description:
The luer broke after connecting to a needleless valve and pt lost 50cc of blood. There were no pt complications.